Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Additionally, during the investigation a second reportable malfunction was observed: the device was displaying an e216 scope communication error. Based on the results of the investigation, the lack of image display was attributed to damage on the imager and the observed e216 error was attributed to damage to the coating, however, a definitive root cause could not be established for the observed damages. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was not displaying an image during service / maintenance (not in a clinical setting). There was no patient involvement.